Event description:
A nursing home notified this distributor that while a certified nurse's aide, an employee of the nursing home, was taking the blood pressure of a resident, the blood pressure cuff exploded, and his ear drum erupted, which may aresult in permanent damage and hearing loss. Treatment may require surgery. The nursing home reported that the blood pressure cuff involved in this incident was part of the graham-field model number. Professional aneroid manufactured by graham-field, inc. Which has been notified of the incidentdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.